Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage to the keypad traces during visual inspection. No button error alarm noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer reports a button error alarm. The blood glucose reading is 167 mg/dl. Nothing further reported.